Manufacturer narrative:
Analysis of the AED's log files identified a lack of maintenance with the device that contributed to the depleted battery pack. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the initial low-battery indication.

Event description:
An international distributor reported their customer's AED is flashing red and prompting a "replace battery pack now warning". They reported this did not occur during patient use.